Event description:
It was reported that the patient experienced pulmonary edema. After a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced pulmonary edema. It was stated that this fluid overload could have been related to the fluids given during the procedure. 820ml of fluid were given intra-procedurally. The patient was hospitalized and given supplemental oxygen, and also intravenous (IV) furosemide for diuresis during the hospitalization. The patient was discharged from the hospital two days later on an increased dose of furosemide.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.